Event description:
It was reported to philips that the system experienced slow operation due to software and disk issues on an azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reinstalled the software and replaced the hard drives of computers th and tp, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).